Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection post device changeout just over three months ago. It was noted the patient¿s wound never closed as the patient had a pocket hematoma post device changeout, and since the wound never closed the lead became exposed out of the wound. The ICD system was explanted. No further patient complications have been reported as a result of this event.